Event description:
Instrument malfunctioned; no adverse outcome to pt. Will be returned to MFR. The device is certified to be reprocessed 10 times; the instrument had been reprocessed less than 10 times. Reprocessing was performed at (B)(6) hospital.